Event description:
Md noticed the blade for the core drill was not working correctly. He removed the blade from the core drill, and it broke into three pieces on the side of the sterile field next to patient. All three pieces collected. Ctl [clinical team lead] and charge nurse notified. X-rays taken in room before closing. X-ray said it was ok for surgeon to read x-rays in room; radiologist to confirm findings. No metal detected in patient's foot.